Manufacturer narrative:
Product complaint#: (B)(4). Corrected information: h1: this medwatch report is being voided as clarification was received. There has been no report of intervention performed to preclude permanent impairment or damage. This complaint no longer meets the criteria of a us FDA reportable event.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6.

Manufacturer narrative:
Product complaint # ==> (B)(4)./ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: name of index surgical procedure? ¿ midurethral sling (retropubic): tvt exact the diagnosis and indication for the index surgical procedure? -stress urinary incontinence. Were any concomitant procedures performed? -none other relevant patient history/concomitant medications? -none what was the initial approach for the index surgical procedure (laparoscopic, open)? -see intraop surgical procedure in detail below. Were there any intra-operative complications? -procedure was complicated by bladder perforation with trocar which was ultimately removed and replaced without issue. Ebl 50. Describe the drug therapy provided including name and results. ¿ 12/17 meds given in the ed: 11:16 p ketorolac 15 mg IV push, 9:47 p ondansetron 4 mg IV push ¿ blood work was reassuring with a wbc of 8.3, lactate 0.9. CT abdomen pelvis showed no acute findings. Patient was given zofran and toradol with moderate symptomatic relief. Suspect gastroenteritis. Doubt postop complication. Discharged home with a prescription for zofran. What is the physician¿s opinion as to the etiology of or contributing factors to these events? -suspect symptoms are 2/2 viral gastroenteritis or food poisoning (went to new restaurant around time of symptom onset). Offered c diff testing, but she declined. What is the patient's current status? -resolved . To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. Procedure was complicated by moderate bladder perforation with l trocar which was ultimately removed and replaced without issue. Ebl was 50cc. She passed rgvt and was discharged to home on pod0. The event of bladder perforation intraoperatively was reported as having a causal relationship with the study device and study procedure. On (B)(6) 2024, mild gastroenteritis - ed visit (nausea, vomiting, and back pain) was noted. Meds given in the ed included ketorolac 15 mg IV push, ondansetron 4 mg IV push. Blood work was reassuring with a wbc of 8.3, lactate 0.9. CT abdomen pelvis showed no acute findings. Patient was given zofran and toradol with moderate symptomatic relief. Suspect gastroenteritis. Doubt postop complication. Discharged home with a prescription for zofran. This was reported as unlikely related to the study procedure and study device. Suspect symptoms are 2/2 viral gastroenteritis or food poisoning (went to new restaurant around time of symptom onset). Offered c diff testing, but patient declined. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.